Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were defective. Additional malfunctions include the tie wraps were installed, the clamps were installed, and the 4 way valve was leaking.